Manufacturer narrative:
Correction: evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the balloon, trocar, cannula obturator, valve seal and doors appeared intact. The insufflation bulb was received. Pmv performed functional testing, the balloon could not be inflated, a leak was detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. Replication of the hole in the balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic nephrectomy procedure, after observation of the abdominal cavity, the surgeon felt resistance when removing the scope from the port. The cannula was noted to be partially damaged. As the needed space was being secured, nothing special was done to correct the problem. There was no patient injury.